Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2024 to treat knee pain. In november 2024 the firm was notified that the patient had reported some inflammation around the nalu implant site. On (B)(6) 2024 a full system explant was performed due to suspected infection at the implant site.

Manufacturer narrative:
There are no indications of any system or component failure and no reason to believe that the nalu device was the source of infection. The firm is unaware of any lab testing that would confirm the presence or type of infection. The source of the infection is unable to be determined with the information available.